Event description:
The pt was male, age unknown. The target lesion was proximal left anterior descending (lad). The lesion was an in-stent restenosis of a previous bare metal stent. The vessel was moderately calcified and slightly tortuous. There was 90% stenosis. Femoral approach was chosen for the procedure. Pre-dilation with a balloon was conducted and then a 3.0 x 33mm cypher stent (lot i1106022) was delivered to the target lesion. While inflating the unit, the pressure started to reduce at 12atm and a leakge of contrast medium was observed from the proximal edge of the stent. In order to implant the stent, the pressure of the stent delivery system (sds) was increased at once to 20 atm and the sds was retrieved from the pt. Post-dilation with a balloon was conducted and the stent was fully dilated. There was no complication from the balloon rupture and the procedure was finished successfully. There was no reported pt injury.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional info will be submitted within thirty days upon receipt.